Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by hazy peritoneal effluent. The patient was hospitalized. The cause of the event was unknown. Beginning on the day of onset, the patient was treated with vancomycin injection 1 gram in first bag and then every fifth day for fourteen days intraperitoneally and fortum injection 1 gram in night bag intraperitoneally for the peritonitis. Antibiotic treatment was ongoing. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. The patient was recovering from the peritonitis and was doing well but the peritoneal effluent fluid remained hazy. No additional information is available.